Event description:
We received an allegation of discrepant results for 2 patient samples tested for sodium electrode (na) on a cobas 6000 c (501) module. Patient 1 initial result was 143 mmol/l. The repeat result was 151 mmol/l. Patient 2 initial result was 146 mmol/l. The repeat result was 139 mmol/l. The physician questioned the initial results and requested repeat testing. The repeat results were believed to be correct.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided.